Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. The insulin pump was unable to verify unresponsive buttons due to blank display. However, light moisture damage noted at keypad traces. The insulin pump was unable to verify motor error due to blank display. However, the insulin pump was received with corroded motorhome switch. The insulin pump was unable to verify no delivery alarm and alarm due to blank display and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error during a bolus attempt; the piston did not rewind but it went forward instead. The patient's blood glucose at the time of incident was 136 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. The customer was unable to rewind the pump since the up and down arrow keys were unresponsive. Troubleshooting then occurred for the keypad anomaly; the patient's blood glucose was 92 mg/dl at this point. The customer recalled being out on his boat earlier and receiving two motor errors; the pump then went blank and rebooted itself. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.